Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, the suture detached at the link. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the anterior needle remained engaged to anterior cuff. The anterior cuff and posterior cuff remained attached to the link. The posterior cuff was out of the posterior foot pocket. The posterior cuff tabs were undisturbed, indicating a posterior needle-to-cuff miss occurred, which is consistent with the reported experience, since the suture will not be present during needle plunger withdrawal and can appear very similar to the suture detaching from the link. There was no needle strike mark on the foot. During the testing, the needle plunger was reinserted resulting in acceptable needle trajectory, needle depth, and push mandrel travel. Based on the investigation, the most probable root cause for the posterior needle-to-cuff miss is needle deflection during needle plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.